Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a tear in the distal iliac artery and low blood pressure. The patient died. After pulse field ablation (pfa) procedure using a faradrive sheath and prior to patient discharge, treatment and diagnosis for blood loss and low blood pressures were done while the patient was in post-recovery. There had been no indications of procedure complications while in the electrophysiology lab. The patient was brought to surgery late in the night. In addition to the surgery medical interventions included blood transfusions and intubation; the patient spent time in the intensive care unit (ICU). A computed tomography scan was performed at some point. The patient died the next morning, about 17 hours after the procedure. The official cause of death was as a tear in the distal iliac artery. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block h3 patient codes.

Event description:
It was reported that the patient experienced a tear in the distal iliac artery and low blood pressure. The patient died. After pulse field ablation (pfa) procedure using a faradrive sheath and prior to patient discharge treatment and diagnosis for blood loss and low blood pressures were done while the patient was in post-recovery. There had been no indications of procedure complications while in the electrophysiology lab. The patient was brought to surgery late in the night. In addition to the surgery medical interventions included blood transfusions and intubation; the patient spent time in the intensive care unit (ICU). A computed tomography scan was performed at some point. The patient died the next morning, about 17 hours after the procedure. The official cause of death was as a tear in the distal iliac artery. The device is not expected to be returned for analysis due to disposal.